Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection was performed and only a coil was returned for this complaint. The coil was inspected and it was found kinked and stretched. The interlocking arm of the coil was detached and it was not returned. Microscopic inspection of the main coil was performed and the zap tip has a smooth surface. Dimensional inspection of the main coil was performed and were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that the coil was stuck in the catheter during delivery. A 6mmx20cm 2d interlock-35 coil was selected for use. During the procedure, after delivering two coils through the .035 4f bern imager catheter, it was noted that half of the coil was delivered to the target vessel. Then, the physician could no longer push. After many images and attempts to use the pusher wire and others, the physician was forced to drag the imager catheter out of the arm to recapture the coil. The procedure was completed with another interlock device. No complications were reported and there were no negative patient consequences. However, device analysis revealed a detached interlocking arm of the coil.